Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. Upon visual inspection of the returned sample, cracks were observed on the green irrigation cassette-connector located on the irrigation/aspiration (I/a) tubing. The damage observed was consistent with damage that can occur from rapid over-rotation when connecting to the cassette port. This observed issue likely caused or contributed to the event. When the sample was placed on a calibrated console leakage was observed and prevented further calibration of the sample. The root cause of the customer's complaint is likely related to improper handling during setup of the tubing connections to the cassette ports. One connector was cracked from the distal end which contacts the cassette port and had propagated down the luer. After investigation of this complaint no corrective action is required at this time, the root cause is likely improper handling of the device. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred during irrigation aspiration (ia) during cataract surgery. The surgery was completed without product replacement. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).